Manufacturer narrative:
Additional information: the reported issue occurred as the imaging system was being prepared for the case. It was not in the room with the patient when this occurred.

Manufacturer narrative:
Device evaluation: a software investigation involving log analysis was initiated but was unable to determine probable cause of the reported issue without further information.

Manufacturer narrative:
Patient information has been requested from the site, but has not been provided. Biomed representative reported the patient info was unavailable. Biomed representative reported the system was working properly the next day. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue has not recurred.

Event description:
A site biomed representative reported the o2 system would not come out of "standalone mode" while being set up for a case. The site was unable to get it out of standalone mode and ended up using the o-arm 1000 for the case. Rt (radiology technician) had not restarted the system, only disconnected and re-connected the interconnect cable. Delay was 20 minutes. Biomed was able to restart the system, and it resolved the issue. No harm to the patient occurred.